Event description:
A report was received that a pt underwent a pocket revision procedure, due to pain at the pocket site. The pocket was relocated, and the pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.